Manufacturer narrative:
The technician found the brake casters were braking but not holding due to the locking mechanism in the caster being worn from normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the brake casters were braking but not holding. The bed was located in s/c 07 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).